Event description:
A cartridge change error was reported with the pump, which led the customer to contact technical support. There was no adverse impact on the customer¿s blood glucose level. The technical support team guided the customer through removing and inspecting the pump¿s cartridge and its o-ring, cleaning the pneumatic tap area, and successfully reloading the new cartridge. The customer was then able to resume insulin administration without further issues.